Event description:
A pt reported blood glucose results of "125 mg/dl" with a lifescan meter and "103 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.